Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The first perclose proglide device is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned partially deployed. The plunger with anterior needle tip, cuffs and link were not returned with the device. The complete suture being returned without the posterior needle tip attached to the cuff is consistent with and confirms the reported experience of needle cuff miss. Both ends of the foot were examined and there was no needle strike marks detected. During testing, the complete suture was pulled from the device with no unusual resistance. A needle to cuff miss can occur when the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies, aggressively deploys the plunger or aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. During testing, a proxy plunger was inserted into the device and the needle trajectory was acceptable. No manufacturing or quality inspection deficiency was detected. The needle trajectory of each device is inspected twice during manufacturing. Based on the analysis the probable cause for the posterior cuff miss is related to operational context during use. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. Hemostasis was achieved with a third proglide. There was no adverse patient sequela. Though requested, no additional information was provided.